Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A service history review showed no indication that previous servicing of the device could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia, coincident with automated peritoneal dialysis therapy. The cause of the inguinal hernia was unknown. The patient was not hospitalized for the event and thirty-two days after the inguinal hernia diagnosis, the patient underwent outpatient hernia repair surgery. Dianeal therapy was ongoing. At the time of this report the patient was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.